Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part number: 03.614.017, synthes lot number: t138990, release to warehouse date: 10-june-2016, manufacture site: tuttlingen, part expiration date: n/a, list of nonconformance¿s: n/a. A review of the device history records showed that there were no issues at the time of manufacturing of this device and it's sub components that would contribute to the complaint condition. The raw material certificate was reviewed and the used material was according to the specification of the device. No non-conformance reports (ncrs) were generated during the production of this device. Review of the device history record of tuttlingen showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. H3, h6: a product investigation was conducted. Device condition: visual inspection performed at customer quality observed stripping on extreme distal thread of the returned device under 10x magnification. No further issues were noted. Complaint condition agrees with the condition of the returned device and therefore the complaint was confirmed. Document and specification review: relevant drawings reviewed showed no design issues that would contribute to complaint condition. Dimensional analysis at relevant portions is not possible due to post manufacture damage. Conclusion: complaint condition is confirmed. No definitive root cause was not able to be provided from the given information. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent a spinal fusion using the synapse system. During the procedure the scrubbed nurse as well as the surgeon complained that the two (2) holding sleeves with thread for the unknown screwdriver were difficult to manipulate. The holding sleeve was hard to load and unload an unknown synapse screw. There was no surgical delay. The procedure was successfully completed with no patient consequence. Concomitant device reported: unknown screwdriver (part# unknown, lot# unknown, quantity# 1); unk - locking/set screws: synapse (part# unknown, lot# unknown, quantity# 1). This report is for one (1) threaded holding sleeve for polyaxial screws. This is report 1 of 2 for (B)(4).